Manufacturer narrative:
(B)(6) 2015: reporter advised they no longer have the product. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
Brush has come off the toothbrush [device breakage]. No adverse event [no adverse event].case description: a (B)(6) consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown came off the toothbrush two times. No symptoms developed. (B)(6) 2015: received follow-up: the consumer reported that both oral-b brushheads, version unknown were discarded. No further information was provided.